Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was not included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) reviewed the stored episodes and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. Additionally, varied ra pacing impedance measurements were observed, however, measurements remained within normal limits. The oversensing did not result in any pacing inhibition or asystole. Ts discussed potential troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported.